Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated device displayed a "check pads" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrode pads were not returned to zoll medical corporation for evaluation. The lot number of the electrodes was supplied by the customer. Therefore, retained sample testing for lot 4121b was performed. Five retained pairs of one-step complete electrodes were tested and passed with no discrepancies found. The retained electrodes were subjected to all electrical testing including shock testing and continuity testing with passing results. The device history records and device master records were reviewed with no issues found. Based on our evaluation, the retained pairs of electrodes were assembled according to specification and the customer's report was not replicated or confirmed. Analysis of reports of this type has not identified an increase in trend.